Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. A rounded and loose setscrew was noted, and there was foreign material in the setscrew.

Event description:
During the implant procedure, it was reported the setscrew was sideways in the header at implant attempt. The device was not implanted; no patient complications were reported as a result of this event.